Manufacturer narrative:
Siemens filed the initial MDR on 16-oct-2018. Corrected information (22-oct-2018): the customer notified siemens of the different microalbumin results obtained on patient samples on (B)(6) 2018, and not (B)(6) 2018, as indicated in the initial MDR. Section cannot be changed as this section is required in this report. The customer clarified that the units of measure is mg/l, and not mg/dl as indicated in the initial MDR. Section was updated to reflect this information. Additional information (21-sep-2018): due to the correction in units, siemens determined that different results were obtained between the instruments on three additional patient samples on (B)(6) 2018. Sections were updated to reflect the additional information. The customer reported that quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: inspected the instrument; cleaned dilution washer (dwud) tubings; replaced dilution tray (dtt) cuvettes; performed alignment verification of the sample probe; ran wash 2, cell blank and calibration, which resulted acceptably. The customer reported that they ran the affected samples on the affected instruments after service was performed on the instruments, and the results recovered acceptably. Siemens further investigated the issue and determined that a sample handling issue or an issue with the aspiration by the dwud probe potentially contributed to the different microalbumin results. Section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2018-00360_s1, 2432235-2018-00361_s1, and 2432235-2018-00408 were filed for the same issue.

Event description:
Different microalbumin (ualb_2) results were obtained on four patient samples between two advia 1800 instruments. It is unknown if any of the results were reported to the physician(s). The customer reported that some samples were tested at an alternate laboratory and that correct results were reported to the physician(s). It is unknown if these samples were sent to an alternate laboratory and the customer did not provide the result(s) obtained at the alternate laboratory. The customer did not provide the correct result for the affected patients. There are no reports of patient intervention or adverse health consequences due to the different ualb_2 results.

Manufacturer narrative:
Siemens is investigating the issue. MDR 2432235-2018-00360 and MDR 2432235-2018-00361 were also filed for this event. MDR 2432235-2018-00360 was filed for advia 1800 instrument serial number (B)(4) and patient sample ID (B)(4). MDR 2432235-2018-00361 was filed for advia 1800 instrument serial number (B)(4) and patient sample ID (B)(4).

Event description:
A lower microalbumin (ualb_2) result was obtained on a patient sample on the advia 1800 instrument with serial number (B)(4) compared to the result obtained on the advia 1800 instrument with serial number (B)(4). It is unknown if either of the results were reported to the physician(s). The customer did not provide the correct result for the patient. There are no reports of patient intervention or adverse health consequences due to the different ualb_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00362 on 16-oct-2018. Additional information (14-nov-2018): siemens further investigated the issue and concluded the cause of the discordant microalbumin result was due to a clogged reaction tray wash unit (wud). The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Conclusion code was updated. Siemens also filed MDR 2432235-2018-00360_s2 and 2432235-2018-00361_s2 for this event.